Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the om-2003s device was "sticking at wing nut," and was tough to loosen. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.